Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, it was reported that suction was past p-6 and the system produced an "impella in aorta" alarm. The physician attempted to reposition the device, but the alarms persisted. An echocardiogram revealed that the cannula was across the valve into the left ventricle (lv), but the lv and aortic placement signals were matching to appear aortic, and the motor current was relatively flat. It was decided to begin tissue plasminogen activator protocol due to elevated purge pressure and low purge flow. The patient remained on impella support throughout the procedure.